Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported no complaint against right device. Later patient reported right side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Event description:
Device has been explanted.